Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the system would not fluoro. This will likely result in the system becoming unusable due to the inability to product a live image. There is no report of injury or death associated with this event.